Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was removed/broken on bottom case. Both plunger cases were cracked. Motor not running appeared in event history log. Motor not running was found during occlusion test. The root cause of the report issue was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out, the technician replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which the device passed.

Event description:
It was reported that the motor not running occurred. No patient injury was reported.